Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image white screen. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple screen in image, light guide cover glass chipped, universal cord scratched and chipped and rear light guide bundle fractured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a failure in the universal cord, failure of the light guide bundle and a failure of the distal end cover glass led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.